Manufacturer narrative:
The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
Note: this report is one of two complaints that pertain to the same event (MFR report # 3005099803-2015- 02499 and MFR. Report # 3005099803-2015-02500). It was reported to boston scientific corporation that two advanix biliary stents were implanted in the gastrointestinal tract during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, on (B)(6) 2015, patient complained of abdominal pain and returned to the hospital. A CT-scan was performed and showed duodenal perforation. Reportedly, a surgical consult, antibiotic treatment, and a nasogastric tube was placed. The patient was also being monitored continuously due to high risk for surgery or endoscopy related to her age. As of (B)(6) 2015, the stents remain implanted in the patient. Attempts to ascertain the patient's condition and additional information regarding the circumstances surrounding this event have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A visual and functional examination of the complaint device could not be performed as the device was disposed and not returned for analysis. Perforation is a known physiological effect of the procedure noted within the directions for use, therefore the most probable root cause for this event has been identified as anticipated procedural complication a review of the device history record (DHR) confirms that the accepted device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed no anomaly was found.

Event description:
Note: this report is one of two complaints that pertain to the same event (MFR report # 3005099803-2015- 02499 and MFR. Report # 3005099803-2015-02500). It was reported to boston scientific corporation that two advanix biliary stents were implanted in the gastrointestinal tract during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, on (B)(6) 2015, patient complained of abdominal pain and returned to the hospital. A CT-scan was performed and showed duodenal perforation. Reportedly, a surgical consult, antibiotic treatment, and a nasogastric tube was placed. The patient was also being monitored continuously due to high risk for surgery or endoscopy related to her age. As of (B)(6) 2015, the stents remain implanted in the patient. Attempts to ascertain the patient's condition and additional information regarding the circumstances surrounding this event have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted. Correction: according to the complainant, on (B)(6) 2015, patient complained of abdominal pain and returned to the hospital. A CT-scan was performed and showed duodenal perforation, in which, according to the physician was caused by the stent. Reportedly, a surgical consult, antibiotic treatment, and a nasogastric tube was placed. The patient was also being monitored continuously due to high risk for surgery or endoscopy related to her age.